Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
The customer reported via phone call that the insulin pump up arrow button was hard to press. The customer's blood glucose value was unknown. The customer stated screen was cloudy and it affect the read ability. Customer also stated that scratches on the screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened up and down button dome switch no button error alarm during testing. No unlocked j2/lcd keypad connector. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. No unexpected missing segment or partial display anomalies noted. Device received with minor scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.